Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 38x3.0mm, eccentric, de novo lesion being treated was located in the non-calcified proximal left anterior descending artery. The physician predilated with a 3.0x15mm quantum maverick balloon catheter and then advanced the 3.0x38mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that the stent was deformed. The procedure was completed with another device. No patient complications were reported and patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 38x3.0mm, eccentric, de novo lesion being treated was located in the non-calcified proximal left anterior descending artery. The physician predilated with a 3.0x15mm quantum maverick balloon catheter and then advanced the 3.0x38mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that the stent was deformed. The procedure was completed with another device. No patient complications were reported and patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged. The distal side of the stent was stretched distally to approximately 25mm beyond the tip of the device. The proximal side was crimped and had not moved. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).